Event description:
It was reported the programmer continuously comes up with an error message when powered on. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis could not duplicate the allegation of system errors at boot-up; however, the error log did display a history of errors.